Event description:
During the embolization of a high flow cerebral av fistula, the coil prematurely detached. The coil was reported to be stretched through to the right iliac artery. An attempt was made to retrieve the coil with multiple retrieval devices. One portion of the stretched coil was retrieved. The other portion remained in the artery and seemed stable. The pt was reported to be neurologically normal. The procedure was terminated. The pt was discharged and has been scheduled for another procedure. Pt information - the pt identifier and weight was not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample was not performed as a portion remains within the pt and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.